Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer received a blood glucose reading of 5.7mmol/l on the contour next link. She was feeling dizzy, shaking and with no energy, so drank 4 glasses of orange juice and took a spoon of honey. She also retested on another contour next link and received a reading of 2.0mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer no longer had the strips available to return for evaluation. Strip information was not provided. A new meter was sent to her.